Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call was trying to get back on the insulin pump after using needles instead. However, when he was trying to fill the cannula, the pump continued to deliver insulin. The customer's blood glucose reading was 351 mg/dl. The customer took two units of novalog to correct it, so no troubleshooting was required for high blood glucose. The customer was able to reset his fixed prime setting. The product was not replaced or returned.